Event description:
(B)(4) is a spontaneous case report sent by a nurse which refers to a female age not reported. No medical history or concomitant medication was reported. Previous injections included azzalure (botulinum toxin type a) to crow's feet on (B)(6) 2012. On (B)(6) 2012, the pt was re-injected with azzalure to crow's feet. On (B)(6) 2012, 3 days later, the pt was injected with restylane lidocaine 0.3 ml to glabella and 0.8 ml to nasolabial folds (1.1 ml in total). Lot number 11782. On (B)(6) 2012, one week later, the pt informed the reporter that her eye "didn't look so nice; it hangs more than the other". On (B)(6) 2012, the azzalure treatment was repeated due to lack of effect on the left side. As of info received on (B)(6) 2012 the nurse thought it could be from bad injections technique. According to info on (B)(6) 2012, the pt also received an injection to chin. No sign of infection or anything similar was noticed at the time of the visit. On an unspecified date in (B)(6) 2012, after the injections, the pt developed fever [pyrexial] and 5 days later, on (B)(6) 2012, was treated with penicillin. On (B)(6) 2012 the pt was hospitalized due to increased infection rate (infection susceptibility increased] [values including units have been requested]. The reaction was deemed serious by the reporter because it required hospitalization. The pt also experienced big nodules in the face [implant site nodule] in the treated areas. The reporter thought it looked like a forehead-sinusitis [sinusitis]. On (B)(6) 2012, the pt was discharged from the hospital after an intensive antibiotic treatment (i.v.). A CT scan was performed showing no other disease. The suspicion was directed to restylane. The reporter met the pt who was swollen [implant site swelling] and sore [implant site pain] where the restylane had been injected. The severe oedema [oedema] from (B)(6) 2012 was gone and the pt was afebrile. The pt was annoyed not have tolerated restylane but was not angry. On (B)(6) 2012, add'l info was received. The physician met the pt in the morning and she has continued to improve. Everything had started [(B)(6) 2012] with sore throat, then increasing pain in the face and increasing temperature until hospitalization. The problems did not started in areas with restylane. The physician is far from certain that the events are related to the restylane treatment. The clinic has requested the discharge journal, blood tests and scan results. The pt is under close control and is in good spirits. The clinic is planning to have hyalase in place at the clinic.